Event description:
No event was reported; however, physical examination of the returned device reasonably suggests that a leak may have occurred. This event is being reported as inamed's approach to compliance is to resolve all doubts in favor of reporting.

Manufacturer narrative:
Unk. The access port connector associated with this report has not been returned and is presumed discarded after surgery by the rptr. The rptr of the complaint was asked to indicate the prod serial #, date of event, implant date, and explant date. The info has not yet been rec'd by named. A 4.5cm section of tubing, with the stainless steel connector was returned. Analysis of the device noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the port). The breakage of the band tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Another breakage was noted in port tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of leakage. Inamed cannot be positive on which side (port vs band) the two types of breakages were noted, as no port was returned. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."